Event description:
It was reported that the patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 4 and 24 hours on the back. Hyperglycemia treated with a new pod.

Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.